Event description:
Pt was admitted for removal of portacath in surgery. During removal procedure, distal end of portacath broke and remained in pt. Surgeon was unable to remove remaining piece of catheter. Pt was transferred to cardio vascular surgery and broken catheter was successfully removed.